Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements. It was initially 71 ohms, which increased to 107 ohms in 2017 and current measurements are 137 ohms. There was also an allegation of noise on the shock channel. Boston scientific technical services (ts) reviewed the data and confirmed the evidence of myopotential noise on the shock channel which is common given the unipolar vector of rv coil to can. Ts recommended performing isometrics and pocket manipulations however given the available data, ts recommended continued monitoring. No adverse patient effects were reported. The additional troubleshooting will be performed at the next follow up visit. The device and lead remain implanted.